Event description:
There was an allegation of questionable elecsys rubella igg results for two samples from the same patient tested on the cobas 8000 e 801 module. On (B)(6) 2026, the elecsys rubella igg result was 30.2 ui/ml (positive). The anti-rubella igm result for this patient sample from another laboratory that uses a diasorin technical analyzer was "negative". On (B)(6) 2026, the elecsys rubella igg result was 28.1ui/ml (positive). The anti-rubella igm result for this patient sample from another laboratory that uses a diasorin technical analyzer was "negative". The gynecologist questioned the elecsys rubella igg results.

Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.